Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Tandem customer technical support provided customer with reset instructions to resume insulin deliver, customer acknowledged. Customer¿s blood glucose level was 110-130 mg/dl.